Event description:
It was reported that the atrial lead exhibted far r-wave sensing causing auto mode switch episodes. The device was reprogrammed to decrease sensing. The patient was reported to be stable.

Manufacturer narrative:
.